Event description:
Procedure: laparoscopic hernia repair. Reportedly, the balloon ruptured when filled with 30ml air in the abdomen of the pt. The surgeon was not sure if all parts of the balloon were retrieved. No reported pt injury.